Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had to turn off their stimulator back in april when they had open heart surgery. Patient said when they tried to restart the device now they were getting a message that says there is no data. Patient called healthcare provider office and was told to call. Agent asked patient to connect with equipment and patient said the handset kept dying out. Patient plugged handset in and communicator in and said that they thought everything was charged yesterday but everything was going wrong. Patient will call back once equipment is charged to continue troubleshooting. Patient mentioned they are still homebound from surgery. Agent sent message to the field providing visibility on the callers situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.